Manufacturer narrative:
Pt info not available at the time of this report. Investigation of device is in progress.

Event description:
A medtronic rep reported that during a surgery, there were problems with navigation accuracy. Spin was completed on lumbar region of pt. Surgeon verified accuracy on spinous process. Navigated left side of pt and placed screw in l5. Upon tapping the left pedicle in l4, surgeon commented the stealth showing him breaching the lateral wall of the pedicle, the palpated the area with a pedicle probe and felt there was no sign of breach. He proceeded to place the screw without the use of navigation on l4. O-arm revealed both left side screws were placed safely. First level was accurate (l5), when changing to the next level, he felt it was inaccurate and abandoned navigation for 2nd screw of pt's right side. The inaccuracy occurred with 3 instruments. The surgeon used touching spinous process for checking the accuracy. Pt was not harmed by inaccuracy. O-arm revealed all screws were placed safely.